Event description:
On (B)(6) 2015 the reporter contacted animas alleging that there was moisture/corrosion in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings:investigation revealed moisture in the battery compartment and inside the pump. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display screen was discolored. (B)(6)